Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified signs of damage and rounding about the internal hex feature. The outer threads are not damaged. The reported event could not be recreated due to the nature of the dental device and event (damaged). Device history record (DHR) review was completed for the subject lot number 1236232. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236232) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k013227.

Event description:
It was reported that the implant at tooth site 7 could not be placed, the implant neck damaged during insertion without mount. Procedure was completed placing another implant.